Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional h11: was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, (B)(4). Device property of -->none, device in possession of -->none.

Event description:
It was reported that a patient underwent an aortic valve replacement (avr) procedure in 2025 and suture was used. During the procedure, it was reported that while sewing in aortic graft, needle popped off of suture. It was at beginning of suturing process. The suture material was not caught on anything to cause the needle to pull off. No delay was reported. No patient harm was there. No adverse patient consequences were reported. Additional information was requested.